Event description:
Infusion of the drug dexmedetomidine was intended to be programmed for mcg/kg/hr, but was started in mcg/kg/min. The drug was intended to be infused at 4ml/hr, but was actually delivered at 120ml/hr. There was no long term harm in this event, but the patient did require additional monitoring. We have three pumps of this model in our inventory: 2 with software rev 585.1 and one with rev 585.4. The pump with rev 585.4 does not allow the user to select anything but mcg/kg/hr for this medication. All three pumps are now running on rev 585.4.====================== manufacturer response for infusion pump, (brand not provided) (per site reporter).====================== install rev 585.4 rather than 585.1.